Event description:
It was reported that anti-tachycardia pacing (ATP) therapy accelerated the patient's ventricular rhythm into the ventricular fibrillation (VF) zone. During capacitor charging for defibrillation therapy, the arrhythmia spontaneously terminated prior to shock delivery. The device remains in service, and no additional adverse patient effects were reported.